Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from cts in resetting the pump, which resolved the issue as the malfunction did not recur. Caller was advised to continue using the pump and to contact cts if the issue reoccurred; caller acknowledged and understood these instructions.